Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ,¿device does not switched on, it stays black but it had a sound.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2007 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's screen does not switch on. There was no patient injury.